Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. During defibrillation threshold (dft) testing, it was observed that the patient required a high energy device. The device was returned with no complaint against functionality.